Manufacturer narrative:
(B)(4). The product analysis has not yet begun.

Event description:
It was reported that two drill bits broke on the shaft while in use. There were no fragments in the patient and no patient impact. The doctor stated that he may have inadvertently used the drill at a higher speed than recommended .

Manufacturer narrative:
Date of this report: 09/01/2015. Initial reporter: dr. (B)(6). Occupation: physician. Date manufacturer received: 09/17/2015. Product evaluation: when received for analysis, there was trace evidence of biological contaminants [based off of the reactivity with hydrogen peroxide]. When compared to the assembly drawing: the shaft had broken 0.698¿ from the distal tip which would have resulted in the reported event. The break point corresponds to the distal end of the outer hub where the shaft transitions from supported to unsupported by the outer hub. When viewed under magnification, the cutting edges of the tip were worn. The shaft showed excess wear marks 1¿ from the distal face of the inner hub. Method: actual device evaluated; labeling evaluation; optical microscopy. Results: fracture problem. Conclusion: use error caused or contributed to event. Usage of device: initial.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.